Manufacturer narrative:
Siroforce no. (B)(4). Touch without function. Sent in parts: measuring cable file clamp repair report: the device has been repaired and checked according to manufacturer specifications. Please charge the device before use. The repair was carried out according to the diagnostic report. We have reviewed your repair request; the repair was carried out under warranty / goodwill. Parts and services used for repair: vr01113000900 raypex 6 display and enclosure 1.000. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a raypex 6 gave incorrect measurements. No injury.